Event description:
Guidant received information that the implanted lead showed elevated thresholds in a unipolar mode. The lead had been in service for approximately 3 months. This lead was replaced with a similar lead.

Manufacturer narrative:
Results: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusions: it cannot be determined whether the event was related to device performance or patient condition.